Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine and another unknown mediation via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having trouble with their ptm (personal therapy manager). The patient stated that when they go to use the handset ¿it won't go through, and it will say they got an hour and 59 minutes when they didn't even get a shot for about the last week.¿ the patient stated that the screen gets stuck at 90%. Per the patient they can have 6 boluses a day but usually only do 2 or 3. The ptm programming was ¿bolus duration -1min lockout duration - 2hrs bolus restriction - 6/24hr bolus per day 6.¿ the agent assisted the patient with clearing data on the handset and the patient was able to connect to the pump. The agent also reviewed lockout information. It was noted that the troubleshooting steps that were taken on the call resolved the issue.